Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set would not flow. The event was further described as the "secondary would not infuse." The set was connected to the upper y port of a clearlink system continu-flo solution set. This issue occurred during a chemotherapy infusion with clardribine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.